Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a laparoscopic esophagectomy, there was a hole on the plastic bag that covered the jaws. There also was too much lubricant on the jaws. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4). Batch #457a19. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspections were conducted on the returned device. Visual analysis of the returned sample revealed that one psee60a device was returned outside its original package and no packaging was returned for analysis. Due to the condition of no packaging returned for analysis, no visual inspection could be performed to evaluate the incident reported. It could not be determined what may have caused the reported event. In addition upon visual inspection of the device dry lubricant was noted in the jaws area. During manufacturing process a clear lubricant is applied to the articulation joint cover to make the insertion and extraction of the device into the trocar easier. The lubricant is sodium stearate; this is known to be matter non-toxic and biologically non-hazardous that is attributable to the assembly process. This lubricant is safe for patient use. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through ethicon endo surgery¿s quality system. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance's were identified.